Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. A review of the DHR found that the lot met all release criteria. Root cause: unable to determine. Source: phone.

Event description:
Alleged one false positive sars result. It is unknown whether patient was symptomatic. No confirmatory testing completed.